Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives in c drawers. The field service engineer (fse) was dispatched and confirmed the phenomenon from the plot reviewed. The fse confirmed that there is no abnormality found in the condition of the device. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was unable to be determined. CAPA (corrective and preventive action) is not required for unconfirmed complaints. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "frequent false positives in c drawers".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive result was obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " frequent false positives in c drawers".